Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is inoperable and shut down during pre-use testing. When it was looked at by the biomed shop they were unable to reproduce the unit shutting down but found an o2 sensor failing calibration error. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board where the reported issue was reproduced and isolated to a faulty valve solenoid and differential pressure sensor. Upon further evaluation the failure was determined to be triggered by changes in the climate.